Event description:
Event: explant of graft following type I superior endoleak. Implant of graft was in 2003. Patient presented to hospital with type I superior endoleak and ischemia of left leg. Attempt at medical intervention to place cuff was unsuccessful. Surgical repair of aaa was completed with graft explanted in 2003.